Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the peg tube. On an unknown date, the patient underwent a gastroscopy which revealed buried bumper syndrome. It was reported that the tubing could not be removed and will require surgery. It was reported that the patient was hospitalized. On an unknown date, the patient's pegj tubing was removed, a balloon probe was placed for the buried bumper repair and a nasal tube was placed for duodopa therapy. It was reported that the patient will receive new pegj tubing on (B)(6) 2024.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.